Event description:
It was reported when using the bd pyxis medstation es system tower door failed and caused a 30-minute delay. The customer added that they were prevented from removing tylenol 325 mgs medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower door failed to open. The field service replaced latch to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the tower door failed to open. A field service engineer replaced latch to resolve the issue. The system functioned as intended after repair by the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation es system tower door failed and caused a 30-minute delay. The customer added that they were prevented from removing tylenol 325 mgs medication to the patient. However, there were no adverse events or injuries reported based on this event.